Manufacturer narrative:
Product analysis: at analysis it was noted that because of maintenance some parts were missing and damaged and the monitor was broken. The liquid crystal display module was changed and other defective parts and identified issues were replaced and resolved. The generator was calibrated and it passed its functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.